Event description:
It was reported that during functional endoscopic sinus surgery, the handpiece leaked sterile water out of the cutter release valve. No additional treatment to the pt was required. The procedure was completed successfully with another device. The case was delayed by 3 or 4 minutes.

Manufacturer narrative:
The device has not been returned to the MFR as of the date of this report. An evaluation will be done on the device when it is returned and this report will be updated if the investigation requires.